Manufacturer narrative:
Findings: no battery cap received with unit. Unit received with blank display due to severely corroded battery tube noted. Unable to perform displacement test due to blank display. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. This MDR related to the b)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed b)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they are unable to remove the battery cap on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.